Manufacturer narrative:
Evaluation summary: the first seven distal segments were exposed distal to the retractable sheath tip. The stent segments were positioned distal to the distal inner member marker. Visual inspection of the device handle confirmed the red safety clip was not present on the returned device. Review of the blue slider/front grip gap confirmed that the current position of this section of the handle was not sufficiently proximal to facilitate the partial deployment of the stent. Review of the inner member confirmed that no detachment had occurred which could have resulted in the stent deployment. (B)(4).

Event description:
The physician was attempting to use a complete se device. The rsfa being treated had medium calcification, minor tortuosity and exhibited 80% stenosis. The device was "washed and inspected" prior to use and no abnormality was noticed and no friction found. Lesion was not pre-dilated. The stent could not pass through the lesion during the procedure. Resistance was encountered advancing the device to the lesion. Excessive force was not used. The physician made several attempts to pass through the lesion however the stent was taken out. On removal of the device from the patient the "fore end" was found to be a "bit opened" and could not be used. The physician used a sc680lg complete se stent to complete the procedure. No patient injury was reported.